Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ n IV catheter was found nearly torn during removal.

Manufacturer narrative:
The nonconformance cannot be confirmed as no sample was returned for investigation. As there was no sample returned for the investigation, review of the past 12 months qn was performed. There was no related qn reported. A review of the device history record revealed no irregularities during the manufacture of the reported lot #.

Event description:
It was reported that a bd insyte n IV catheter was found nearly torn during removal.